Event description:
The customer tested his blood glucose prior to calling and received a reading of 544 mg/dl using his contour ts meter. He took insulin based on the reading and felt as if his blood glucose was low. He tested during the call and received a reading of 47 mg/dl. The customer ended the call, but customer service contacted him the next day. The customer stated that he passed out and was attended to by paramedics. He was advised to return his test strips for eval. Replacement test strips and a new meter were sent to the customer.